Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing of the actual sample was performed. The drain bag was filled with water and a leak was observed at the level of the bag sealing near the stopcock. This component is provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st150 set within one (1) hour of starting continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.